Event description:
It was reported that during a hemi-colectomy side to side anastomosis procedure on (B) (6) 2010, the device was put in the colon and fired. It transected the colon. The compression held the anastomosis together. A different device was fired across the top, completing the anastomosis. A week later, the patient was re-admitted to the hospital. The patient was opened and the anastomosis was found completely apart except for the top were the second had been fired. In the original procedure, the device had only been fired once with a blue reload.per the surgeon, there were no staples found in the abdomen. No staples were left behind. There could have been some tissue problem with the patient. There were other health issues with the patient that may have caused issues with the procedure. The patient was very sick.

Event description:
Additional information received: event was a right hemicolectomy. The patient returned with abdominal pain. Surgeon sutured the anastomosis during the reoperation. This was the first time this has ever happened with this stapler for this surgeon. Surgeon had indicated that there may have been a problem with the consistency of the patient's tissue. The patient was very sick; diabetic and hypertensive, among other things. She was a female (B)(6).

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). (B)(4).